Event description:
It was reported that metal shavings were detected during the decontamination process in the sterile processing department. The customer cannot confirm that any metal shavings entered into a surgical site of the pt. There were no adverse consequences and no medical intervention reported. The procedure was completed successfully without delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.